Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, no pacing was noted on the right ventricular (rv) lead. The lead was not used and the physician elected to complete the procedure with a different lead. The patient was discharged after the procedure.